Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display was activated, and the correct software loaded. Standby mode became active and the bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following; standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. The lightcable/jaw interaction test failed due to a loose jaw. The bulb access door cycling test failed as the bulb did not ignite after the 4th cycle. All other tests were successful. A known good bulb was substituted for the original bulb in the product and the bulb access door cycling test was repeated. No failures occurred. The original bulb was placed into an x8000 lightsource test unit and the bulb access door cycling test was repeated. The test failed. The root cause of the reported failure was traced to a defective bulb. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit goes to standby on its own. It was further reported that no error messages were observed. In addition, the hours on the light bulb were randomly switching.